Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that read and write errors have been observed on drawer 6.1 of the main system, indicating persistent failures. A field service engineer accessed the rear compartment of the pyxis for inspection. Subsequently, I powered down the medstation, reseated all cables, and conducted a thorough examination. Afterward, I powered on the pyxis and permitted it to restart the application.followed by reloading the medications into the pockets. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system read and write errors have been observed on drawer 6.1 of the main system, indicating persistent failures. A customer has reported that the delay in dispensing medication was caused by a malfunction. There were no adverse events or injuries reported based on this event.